Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes due to undersensing. It was noted the device was also oversensing. The icm remains in use. No patient complications have been reported as a result of this event.